Event description:
It was reported that there was a pressure point due to fold on the foam cuff. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a slight crease / fold / bagginess in the cuff. This crease / fold / bagginess disappeared when inserting 3 cc of air into the cuff. Functional testing found no manufacturing defect was determined with the returned device. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: a customer response was attached to the complaint. (Updated b5, h6), corrected data: e1 - email and phone number switched

Event description:
Additional information received via e-mail on (B)(6)-2022: the pressure point caused of the cannula was noticed by the healthcare professional (homecare provider) during the trach change. The wound did not require any surgical treatment; it was sufficient to cover the area and provide pressure relief. To relieve the pressure, the upper cuff was not completely filled with air. During this, speaking was significantly limited and the wound was painful.